Event description:
After placing a stent in the carotid artery the physician noticed that blood flow had stopped in the vessel. The vessel was suctioned and flow returned too normal. Seven days later, the pt developed right sided-hemiplegia and aphasia. An MRI revealed that the blood flow in the left internal carotid artery was extremely low, and in-stent stenosis was confirmed by angiography. The physician believes that thrombus may have formed in the stent after the index procedure. The pt is a female. The index procedure took place in 2008. The target lesion was left internal carotid artery. There was mild calcification, moderate tortuosity and an 80% stenosis. The lesion was crossed with an angioguard (cat/lot unk) and pre-dilated with a submarine (st jude medical, 4.5mm*20mm) balloon. The precise stent was placed, and the physician noticed the blood flow had stopped. Suction was performed with a suction catheter ("eliminate", 7fr.) And the flow recovered. The procedure was completed and the pt was neurologically intact as she left the angio suite. On a week later, the pt had developed right-sided hemiplegia and aphasia. The onset was sudden. An MRI revealed that the blood flow at left internal carotid artery was extremely slow, and in-stent stenosis was confirmed by angiography. Since symptoms seemed to be improving a couple of hours after the onset, only argatroban, and radicut were given intravenously. Biaspirine was given internally.

Manufacturer narrative:
The symptoms began to become worsen again approx ten hours from onset, and the pt was diagnosed with moderate hemiplegia on right side and aphasia on next the day. The pt received add'l treatment. A patlive guard wire was used to occlude the common, internal and external carotid arteries for protection. The target lesion was again suctioned with an eliminate suction catheter. Then, the lesion was dilated with a submarine (st jude medical, 5mm 3cm) balloon and another precise stent was placed as stent-in-stent style. The pt was given two different angi-platelet agents (name of the medication is unk), and has now recovered to be able to say her own name. The pt can move her right upper limb slightly, which had been paralyzed before the second procedure. The physician commented and the cause of the paralysis and aphasia was plaque at the lesion, which ruptured and flowed distal in the vessel, thus causing an occlusion. The pt is in stable condition now. The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2008-01434 and 1016427-2008-00160.